Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was unstable thresholds with loss of capture and undersensing. It was also noted that there was loss of sensing and micro dislodgement was identified. The right atrial (ra) lead was repositioned and remains in use. There was a pacing problem noted on the implantable pulse generator (ipg). The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.